Event description:
Literature was reviewed regarding: factors influencing compliance to follow-up, after endovascular aneurysm repair. The time frame of this study was over 9 years. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: talent, endurant ii, endurant iis. Among patient adverse events included: postoperative hematoma access complications treatment of occluded chimney grafts procedures, regarding endoleak occluded limbs. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Factors influencing compliance to follow-up, after endovascular aneurysm repair. özdemir-van brunschot d, zerellari r, tevs m, holzhey d, botsios s. Vascular and endovascular surgery. 2023;57(8): 878-883. Doi:10.(B)(6). A2: mean age. A3: mean gender date of publish used for incident date in section b.3, d6a: exact date of implant unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.